Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability due to wear involving a triathlon insert was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient presented with pain and instability of the knee. Revision surgery was planned and performed on (B)(6) 2013. Exposure revealed severe posterior medial wear of the insert and slight erosion of the medial tibial tray. The locking mechanism for the tray was deemed to be intact. Upon trialing doctor determined that he had a knee loose in extension and tight in flexion. It was decided to remove the femur and try a ps knee. A ps knee trial with 5mm distal augment was prepared for and trialed with excellent stability. A size 1, 9mm ps insert was used.

Event description:
It was reported that the patient presented with pain and instability of the knee. Revision surgery was planned and performed on (B)(6) 2013. Exposure revealed severe posterior medial wear of the insert and slight erosion of the medial tibial tray. The locking mechanism for the tray was deemed to be intact. Upon trialing doctor determined that he had a knee loose in extension and tight in flexion. It was decided to remove the femur and try a ps knee. A ps knee trial with 5mm distal augment was prepared for and trialed with excellent stability. A size 1, 9mm ps insert was used.